Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent occlusion alarms. The customer's blood glucose reached 589 mg/dl with high ketones. Bg was addressed with the customer changing all supplies and bolusing.